Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8100bd unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech has error code 260.4130 on 8100bd unit. Which has to do with the pressure sensor voltage is at least 8.45 higher than the voltage in the specification, with that error will have to replace the logic board on unit. Confirm part # for logic board unit is still under warranty repair but tech perfer to have part sent to them after confirm part transfer tech to order mgr. Dept. To see if that can be done.explain all information to order mgr. Tech. Ref: (B)(4).